Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#, serial# (B)(4), implanted: 2018-10-29, explanted:, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that contact 10 had impedances of 40,000 ohms. The event date was unknown. The issue was not resolved at the time of the report. The contact was not active in any of the programs on the patient's ins. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the event was not determined. No additional actions would be taken to resolve the issue.